Event description:
It was reported that during a training session by the customer, the cardiosave intra-aortic balloon pump (iabp) the lock assembly of the transport module mount was damaged while practicing placing the pump into the mount. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. The complete name is (B)(6) air evac life team base 11.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer(fse) was not dispatched to evaluate or repair the unit, as the customer is requested to purchase a replacement transport module mount from getinge. The unit was unable to be repaired to the lack of availability of replacement parts. If additional information is received regarding repair of the device, a supplemental report will be submitted. Device not available for evaluation.